Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Motor position encoder error alarm due to erased history file. The no delivery alarm was not verified due to the motor error alarms. The following cosmetic damage was noted on the device: minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer originally had a no delivery alarm. Customer's blood glucose level was 358 mg/dl. Customer indicated that he knew the highs were being caused by the no delivery alarms. Customer treated with back-up plan syringes. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Customer reported that the no delivery alarm was resolved by a complete set change. Customer does not want to return the set or reservoir for analysis. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.